Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a white foreign matter with the incident lot was observed; however, the investigation determined that it was not a foreign object, but that it was the device's was damaged in between two components. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to housing damage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a white foreign matter with the incident lot was observed. ; however, the investigation determined that it was not a foreign object, but that it was the device's was damaged in between two components. Additionally, evaluation of the retain samples was conducted and the issue relating to housing damage was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white foreign matter was found stuck in the bd microtainer® contact-activated lancet's connection areas before use. As reported by the customer, translated from japanese to english, "white fm got caught in the connection."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found stuck in the bd microtainer® contact-activated lancet's connection areas before use. As reported by the customer, translated from (B)(6) to english, "white fm got caught in the connection."